Event description:
It was reported that during a ptca treatment procedure, the viva 20/3.5 mm balloon ruptured at 10 atms. The number of inflations performed is unk. The lesion being treated was a 99% stenotic lesion in the distal right coronary artery. The physician used a bmw guidewire and a 7 fr brite tip al1sh guide catheter to cross the lesion.

Event description:
It was further reported that this was a ptca/stenting treatment procedure. The viva 20/3.5 balloon rupture occurred on the second inflation. The number of atms reached on the first inflation is unk. The viva balloon was removed and the procedure was successfully completed with a sprinter 3.5/20 mm balloon and a tsunami 2.5/15 mm stent. No complications or pt injuries were reported. Pt status is reported as 'good'.